Event description:
Registered pharmacist (B)(6) from (B)(6) hospital reports that the patient is currently at hospital because his line was dislodged so they are fixing the placement. Dates of event and admission or current length or stay is unknown. No further info, details or dates available. IV remodulin patient. Reported to (B)(6) by: health professional.